Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her distance vision is not as clear when driving and she feels she should be able to see street signs sooner than she does. She reported her right eye is worse than the left eye. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identified a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).